Event description:
Drain broke. Customer reports that drain broke while setting in the pts abdomen. Surgeon was testing the positioning of the drain when it broke. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.